Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #9, it was verified its non- osseointegration. 25 ncm of primary stability was achieved and immediate load was performed, which is not recomended (the minimum torquerecomended is 32 ncm). The patient presented bone type iii and bone graft was executed.